Manufacturer narrative:
This report is related to the following linked patient identifier:(B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of therapeutic, endoscopic retrograde cholangiopancreatography (ercp) stent exchange procedure, the distal cover fell out into the patient¿s esophagus while the duodenovideoscope was being pulled out of the body. The distal cover was retrieved with the aid of grasping forceps. The procedure was completed with the same device. There was no mucosal damage, and no harm to the patient. The cover was disposed of by the facility. The device was inspected prior to use but the inspection may have been incomplete. An olympus representative subsequently explained the correct installation and inspection method to the staff.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the distal cover was insufficiently attached and therefore easily detached from the scope when a load was added during use. Since the subject device was not returned to olympus for evaluation, the root cause could not be determined. This supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no delay in the procedure, as the issue occurred while the scope was being removed from the patient at the end of the case. The patient did not experience any complications due to the incident. The patient¿s current condition is unknown.